Event description:
Reporter indicated that high lead impedance readings were obtained during a routine office visit. There were no reports of patient manipulation or trauma, however, the patient was able to move the generator around in the pocket even though it was secured with a non-absorbable suture during implant. The patient does not have "twiddler's syndrome". X-rays were taken and sent to the manufacturer for review. The lead appeared intact, however, the electrode portion of the lead could not be assessed due to the quality of the x-rays as well as the angle of the pt's neck in the x-rays provided. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.